Event description:
The customer stated that she was hospitalized for high blood glucose levels over 600 mg/dl. The customer stated that she did not get any alarms and didn't try to change the infusion set to resolve the problem. The customer had called earlier to get the insulin pump replaced, due to cracks on the casing. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.